Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up examination, the device exhibited dashes (---) for the microprocessor parameters. The rate was programmable and the device accepted return to standard, but the dashes remained. Attempts to restart the microprocessor were unsuccessful.